Event description:
Port explanted because of occlusion. During explantation, the catheter was fractured and the catheter segment (all but approximately 3 inches) moved to heart. The patient was transferred to another hospital where catheter was retrieved successfully.